Event description:
Per clinical review: the manufacturer's clinical specialist corresponded with the lead perfusionist regarding the incident the team had with their cdi 500. The information he was able to relay on was that the cdi in question was taken out of service about 4 months ago and was returned on the date in the complaint. There was no additional information on the date of error, if the unit was changed out during the case, if the in-accuracy was before or after the in-vivo calibration, and if the shunt sensor was calibrated. The end user relayed on the message that no patient was involved, therefore there was no delay in the surgical procedure, no harm or blood loss related to the event.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported complaint. The monitor functioned as intended. Sample calibrations were successful and on-screen blood parameter values could be adjusted using in-vivo adjustments.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician was unable to run hematocrit saturation module (h/sat) service mode testing due to damage on the h/sat probe. He replaced the probe. The unit operated to manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical engineer, the unit had inaccurate readings but no error messages were displayed.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed inaccurate readings. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.